Event description:
It was reported that the agiltrac was being used to post-dilate a stent in a total occlusion in the sfa. The technician used 100% contrast (contrary to IFU). The device was advanced and inflated to 6 atm four times at thirsy seconds without any issue; however, an attempt was made to re-position the device without waiting for the balloon to fully deflate (contrary to IFU). When the balloon was pulled into the sheath, still partially inflated, the distal part of the shaft and balloon separated. The entire catheter was able to be removed with the sheath and the guide wire. The results of the procedure were excellent and there were no pt effects.